Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue or structure was the stapler fired on? Normal colon. No issues or irregularities with tissue. Tissue was pink and perfused. Patient had no preoperative treatment such as chemo or radiation. Was a leak test performed? If so, what type and what was the result? It was a right colon so no leak test was performed other than observation prior to closing. Was the staple line visualized endoscopically during the initial surgical procedure? Not sure about the question? Was a scope performed? Not sure if it was done to identify the evidence for surgery. How many days postoperative did the leak occur? 48 hours post op patient came to ed. How was the leak identified? CT scan identified the leak. Reop confirmed fecal material in abdominal cavity. What was observed at the site of the leak upon reoperation? Staple line failure in two places. Fecal matter in abdominal cavity. Surgeon observed pin hole indications parallel to the staple line? How was the leak addressed? Reop and echelon 60 was used. Patient was diverted and admitted to hospital for observation. Were there any issues experienced with the device in the initial surgical procedure? None were noted by the surgeon.

Event description:
It was reported that during a phallectomy procedure the staple line failed in three places. Patient did come back to have patient leak fixed with an echelon stapler. Minimal patient harm but issue was fixed as a result.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. D4 batch # unk. B3: only event year known: 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue or structure was the stapler fired on? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.